Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no fall or trauma was associated with the event. The reprogramming improved the incontinence until (B)(6) 2015, but reprogramming (B)(6) 2015 resolved issue. Cause of the symptoms was not determined.

Event description:
Information was received from a healthcare professional for a clinical study (via a manufacturer representative) regarding a patient with functional idiopathic urinary incontinence since 2004. It was reported there was a return of symptoms (night pollakiuria) on (B)(6) 2015. Programming was done. The investigator assessed the event as not serious, not related to the procedure, and related to the stimulator and electrode. The event resolved on (B)(6) 2015 after reprogramming on the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.